Event description:
It was reported by the hcp that the patient development drainage and pocket erosion at the site of the incisional wound opening. Cultures of the device pocket were positive for staph. The patient was treated with oral antibiotics and the device system explanted but not returned to the manufacturer for analysis. The infection is reported as resolved.

Manufacturer narrative:
To date the device has not been returned to medtronic inc. For evaluation.